Event description:
It was reported that pump displayed repeat malfunction alarms identified as malf 12, with at least three occurrences on same pump and no notable events prior to issue. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to place malfunctioning pump in storage mode and return it using prepaid label, and advised customer to program pump settings and reconnect continuous glucose monitor on replacement device, which customer understood and acknowledged.